Manufacturer narrative:
(B)(4). Date sent: 5/20/2021. Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device found that it was returned with the shaft bent. One clip broke at the middle part inside a plastic bag and a tyvek were returned along with the device. No functional testing could be performed due to the returned condition of the device, therefore, no further investigation could be performed about the reported event of a malformed clip. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. Nine clips were found inside the track. It should be noted that product failure is multifactorial. Damage on the shaft is confirmed and it is related an improper use of the device. Possible causes for the damage found may be inadvertent pressure placed on the device shaft through bending, pressing against the trocar, other devices on the back table, using the device as a retractor or moving heavy tissue with the device shaft. Please reference the instruction for use for more information. Please reference the instruction for use for more information. Although no conclusion could be reached on the cause of the reported event of a malformed clip, the instructions for use contain the following caution: do not excessively twist or torque the instrument jaws when positioning or firing the instrument on a tubular structure or vessel. Excessive twisting or torquing may result in clip malformation. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4) date sent: 4/9/2021 h3: device evaluated by manufacturer: no h3: reason for evaluation: device evaluation anticipated, but not yet begun.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, a tear-drop shaped clip was formed (malformed). The device did not clip well from the beginning. No bleeding was observed. Another device was used to complete the case. There were no adverse consequences to the patient and the patient¿s condition is stable..no further information is available.